Event description:
It was reported that the patient had her stimulator to help with right leg and hip pain and for the past 6 months, the patient had been having issues with left leg and had physical therapy, but that wasn't helping anymore and she wanted an adjustment. It was stated that the patient was wondering if she would need a battery change soon, because she only felt stimulation periodically. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).